Event description:
During rf procedure, received an error 06, and the case was cancelled and rescheduled. No other information is available for this incident.

Manufacturer narrative:
Evaluation confirmed the customer complaint for error 06. The error message indicates a bad connection within the wires.